Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he has seen many patients with a haze on the intraocular lens (iol) following cataract surgery approximately 20 years ago. Additional information has been requested.